Event description:
A customer reported that they experienced leaking with five disposable infusion sets. The leaks occurred during a period of one month. According to the complaint, the leak in one set appeared to be located at the joint between the tubing and in-line filter. The location of the leak in the other sets is unknown. All sets were in use with a patient when the leak occurred. All sets were used with 5-fu. Only one patient had contact with 5-fu as a result of the leak. There was no injury associated with the malfunction.